Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that about a week after implant, the right ventricular (rv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.